Event description:
The customer reported that the companion 2 driver was making a "loud noise" and described as "something rubbing in a fan". The pt was switched to a backup driver without impact. This alleged failure mode poses a low risk to the pt because it does not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.